Event description:
It was reported to medtronic minimed that the customer experienced pump error 15, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving pump error 23. Customer was able to clear error the error had occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15 or unexpected pump error 23 alarms occurred during testing. A review of the formatted history file shows on (B)(6) 2024 at 17:00 the pump alarmed pump error 15 (line number 442 file number 38) and then pump error 23. Pump error 15 inverse check alarm is due to a software error and the subsequent pump error 23 alarm occurred after the pump was powered down and after power up, during startup, hrm post failed during the factory parameters check. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 15 alarm is confirmed due to a software error. Pump error 23 alarm is confirmed due to pump error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.